Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) went on battery power while plugged in to alternating current (a/c) power. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the perfusionist, the issue occurred during morning manipulation of the power cord from one outlet to another. The unit lost ac power and went to battery power but did not return to ac power once plugged in. Multiple outlets were tried, and the issue remained. The two breaker switches were tried on the power supply and the issue remained. The power cord was tightened all the way on the base, and it was found that the entire power cord connection was very loose and turned freely despite the plastic screw portion being tightened as much as possible. The field service representative (fsr) could not duplicate the reported complaint. Mechanical, electrical and visual testing was performed. He advised the perfusion team that the heart lung machine (hlm) needed to be power cycled to go from battery power to ac power. The fsr noted that the power cord had a missing prong and he replaced the power cord. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.